Event description:
It was reported that the batteries would get warm when running the external pulse generator (epg). The batteries were replaced multiple times, but the same problem occurred. The epg was returned to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.